Manufacturer narrative:
Concomitant medical products: 4196, lead, implanted: (B)(6) 2010; 1488t, lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert due to high rate non-sustained tachycardia and increased counts to the sensing integrity counter (sic). The rv lead exhibited intermittent t-wave oversensing (twos). The lead remains in use. No patient complications have been reported as a result of this event.